Event description:
It was reported that the procedure was to treat a heavily calcified mid right coronary artery. The 5.0x15mm trek balloon dilatation catheter (bdc) was used for post dilatation, inflated and deflated without issue; however, during removal the bdc met resistance with the unspecified guide wire. Towards the end as the device was almost out the hypotube separated; however, the separation occurred outside of the anatomy and the device was simply withdrawn. There was no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis of the trek balloon found that the unspecified guide wire was an extra s'port guide wire which was returned frozen with the trek balloon dilatation catheter. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove was confirmed. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The UDI number is not known as the catalogue number was not provided. The trek balloon dilatation catheter (bdc) referenced in b5 is filed under a separate medwatch report number.